Manufacturer narrative:
The investigations for the event determined the issue was resolved by the service actions. Follow up actions for this event include: the field service engineer replaced the vacuum pump diaphragm. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable results were generated by a cobas 8000 cobas c 701 module. The events involved one patient sample tested with ca2 calcium gen.2 the patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. The patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.